Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient had to have mesh arms cut by second opinion surgeon. It was reported that mesh was fitted too tight and damaged tissues. The device is partially removed and partially still causing problems but cannot be removed. The patient reported organ and tissue damage, bone pain and infection. No additional information was available.